Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was out of specification on the ventricular side. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator was out of specification on the ventricular side. However it was noted that the upper and lower cases were broken. Two side bail covers were noted to be broken and one side bail was noted to be missing. Due to five-year end of life the device was unrepaired to be scrapped in-house. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was received into service and repair as a trade-in towards an updated epg model.